Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to high thresholds and high out of range pacing impedances greater than 2000 ohms. During the revision procedure the lead was tested on the pacing system analyzer (psa) and the impedances remained high. A new ra lead was implanted. No additional adverse patient effects were reported.